Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, the overlay, dso sensor, expulsor, and the uso sensor contaminated by fluid ingression. There was no evidence of the reported problem in the device's event history log. To conduct functional testing an accuracy test was performed. Upon review, the reported problem was duplicated. It was determined the fluid ingression was the root cause for over delivery. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was over infusing. It is unknown if there was patient involvement, no adverse patient effects were reported.